Manufacturer narrative:
Upon review, the issue should not have been submitted as a medical device report (MDR) as the issue does not pertain to this device.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 1627487-2021-17092. It was reported the patient's s1 lead had migrated. The issue was confirmed via x-ray. As a result, the patient may undergo surgical intervention to address the issue. It is unknown which lead is located at s1, so both potential leads are being reported.